Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when an asymptomatic patient presented in clinic for routine follow-up, a rising high voltage lead impedance was observed on the rv lead. No intervention has been done as the lead remains implanted and will be monitored. The patient was in stable condition.